Manufacturer narrative:
Device problem code: 1494 - off-label use, under 21 yrs of age at date of implant. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -13.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.